Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu2937 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refu2937) have been reported from the same facility.

Event description:
It was reported "customer inserted powerglide x2 and both had great blood return but bubbled when we flushed with saline." This report addresses the first powerglide device used.